Event description:
It has been reported to philips that the c-arm was not moving. The system was in clinical use. No harm has been reported to philips.a philips field service engineer (fse) inspected the system onsite and the troubleshooting actions showed a problem with the bodyguard interface box. The fse replaced the bodyguard interface box and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a planned electrophysiology treatment and the procedure was delayed by 20 mins. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not turn on. There was no movement of the arch and the table was not braked. The fse analyzed the log file and found that the geometry was not working due to ethercat post errors and the issue with the bodyguard interface box (bib) which manages collisions. The fse replaced the bodyguard interface box to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.